Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure, date and indication of initial surgical procedure? Other relevant patient comorbidities / concomitant medications? Product code and lot number? When was the mesh exposure first noted by a physician? Mesh exposure diagnostic confirmation? Describe any medical / surgical intervention for exposure including dates and surgical findings? Was the pain resolved? What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status?

Event description:
It was reported that the patient underwent a gynecological procedure on unknown date and the mesh was implanted some years ago. The patient presented to clinic with pain in vagina and vaginal exposure of mesh noted. The patient required a surgery to remove vaginal mesh. Additional information has been requested.